Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
The md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. The intra-aortic balloon (iab) could not pass through the saf sheath. As a result, the iab and the saf sheath were removed together. There was no pt death, injuries or complications. Iab therapy was delayed for a few minutes. The pt outcome is unk. Reference MDR # 1219856-2010-00836 for the second reported event involving the same pt.